Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. It was reported that a revision surgery was performed due to early stem subsidence. Based on the information provided and performed investigation, a definitive root cause could not be determined, and the reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # 010000859, g7 neutral e1 liner 36mm g, lot # 6984174 item # 00877503604, bioloxâ® delta, ceramic femoral head, xl, ã¸ 36/+7, taper 12/14, lot # 3175476 g2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately two months post-implantation due to early stem subsidence leading to instability. The stem, head and liner were explanted. Attempts have been made and additional information on the reported event is unavailable at this time.